Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.